Manufacturer narrative:
Evaluation conclusion: the device has been scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device failed for heat rise. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.